Event description:
It was reported that multiple cartridge alarm 05 and 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.